Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, (crack) opening, and delamination. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a striated(edge) opening, consistent with use of a surgical tool, and delamination on diaphragm valve, as well as a (crack) opening on diaphragm valve. Based on the device analysis the final assessment is a striated(edge) opening on anterior side due to surgical damage, delamination of the diaphragm valve assessed as adhesive failure, and a (crack)opening on the diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device was explanted.